Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The devices were reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a brostrom procedure, after drilling with a 1.8mm drill and upon inserting the ar-1322bcnf suture anchor mini biocomposite suturetak, the tip of the anchor broke. A second ar-1322bcnf was brought in and broke upon insertion as well. The third ar-1322bcnf used seated correctly. A second location was then drilled with a 2.0mm drill and the fourth ar-1322bcnf was inserted, and pulled out. The rep stated a bone tunnel was used to complete the procedure. Additional information received on 05/28/2019: the rep reported a total of four ar-1322bcnf from lot 10216048 broke about halfway down the anchor body during insertion. The rep confirmed all implants were removed, as they came out when the inserter was removed. The 5th anchor that was used was seated correctly. The implants were being put into the fibula. No unplanned incisions were made. The rep stated bone tunnels were used to complete the repair. The four complaint devices were discarded after the procedure, and will not be returning for evaluation. Additional information received on 05/29/2019: the rep confirmed there were a total of five implants used and four malfunctioned. The bone quality was hard.